Event description:
The manufacturer service technician reported that the device overheated and was missing the front most bearing balls/shield while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.